Event description:
Consumer reported complaint for dead meter. Per the customer the meter accidently got wet. The customer stated that his meter stopped working around 2 or 3 weeks ago, he called his doctor to get a new meter but his doctor is on vacation. Customer stated he called the pharmacy to get the replacement and they referred him to the manufacturer. The customer reported symptoms: per the customer he has been having frequent urination for about 2 weeks. The customer stated he didn't mention to doctor's office that he was having diabetic symptoms.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-051: user mechanical stress (possibly dropped, broken, mishandled) note 1: manufacturer contacted customer in a follow-up call on 15-dec-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still experiencing the frequent urination. Customer stated that he is taking his insulin based on how he feels while waiting for the replacement meter. Note 2: manufacturer contacted customer in a follow-up call on 17-dec-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he was currently driving to a doctor's appointment; customer stated he got the doctor's appointment due to the symptoms. Customer was driving and unable to provide further details. Note 3: manufacturer contacted customer in a follow-up call on 17-dec-2025 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated he was no longer having symptoms. Customer stated he saw his doctor but he didn't want to share any information regarding his visit. Customer stated that yesterday he got with the new meter a reading of 547 mg/dl undisclosed if fasting or non-fasting and today he got a reading of 260 mg/dl fasting: internal report reference number (B)(4) for replacement meter.